Event description:
As reported by the user facility: overinfusion: the perfusor space delivered with a higher rate than allowed by the customer. No confirmation if the device was used with a dialysis device.

Manufacturer narrative:
(B)(4). B braun (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The device is currently on shipping from the customer (B)(4) to (B)(6) for investigation. A f/u report will be provided after the eval results are available.